Manufacturer narrative:
(B)(4): hemolysis. Customer observed blood in the plasma line during plasma exchange procedure. Customer increased the hct by 3% three times and did not see any changes in the plasma line. She noticed that the plasma line was pink/red. Four procedures completed prior to this procedure with no problems reported. Doctor ordered urine test and blood work, pt stable. Caridianbct asked the customer what type of replacement fluid was being used. Was advised that 5% albumin diluted by the pharmacist was being used. Advised nurse to check with the pharmacist to have them verify how the albumin was diluted. Root cause: investigator contacted the nurse overseeing the procedure, she indicated that preliminary results of the customer's internal investigation found that the replacement fluid had been diluted with sterile water instead of normal saline. There was no failure of the equipment or disposable in meeting manufacturing specifications. Customer's medication safety officer was contacted to f/u with the investigation and subsequent corrective actions, reference ers (B)(4)hospital record for response to adverse event. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. Customer reported that they were doing a plasma exchange and getting blood in the plasma line. This report is being filed due to the potential for hemolysis.